Manufacturer narrative:
Once the investigation has been completed any additional info will be reported in a supplemental report.

Event description:
It was reported a noticeable crack was seen on the targeting arm.